Event description:
The ambicor device was removed from the pt and an ipp device implanted due to pt dissatisfaction-inability to penetrate without pain, downward position of penis when inflated and cylinders caused kinking and partial distal corporal erosion.